Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic lobectomy, when treating blood vessel, the jaws would not close to the end and green button did not illuminate. Another handle and shell were used to resolve the issue in order to complete the case. There was no patient injury.